Manufacturer narrative:
(B)(4). Results: the indigo system aspiration catheter 6 (cat6) was fractured approximately 123.0 cm from the hub, with visible necking of the cat6 shaft just proximal to the fracture. The segment of the cat6 distal to the fracture was stuck inside the non-penumbra sheath and could not be removed for further evaluation. The cat6 was kinked in multiple locations throughout its length. Conclusion: evaluation of the returned device revealed the cat6 was fractured and kinked throughout its length. If the peel away sheath is not used during introduction of the cat6 into a sheath, the catheter may become kinked or otherwise damage. The kinks observed throughout the length of the cat6 like contributed to the resistance experienced during advancement. The necking and fracture of the cat6 likely occurred due to forceful retraction of the cat6 after resistance was experienced. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to advance a cat6 through a non-penumbra sheath, the physician experienced resistance and subsequently, the tip of the cat6 broke off in the sheath; therefore, the physician removed sheath and the cat6. The procedure was completed using a new cat6 and a new sheath. It was reported that the physician did not use the peel away sheath. There was no report of an adverse effect to the patient.